Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2019. The reason for revision is reported patient injury, fractured femur. During the revision, the original serf shell remained in the patient while the serf insert was revised to a new serf insert, and the original omni stem and head were removed and replaced with non-omni product.